Event description:
It was reported to philips that device fails the functional verification test with therapy error. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips field service engineer (fse), remote service engineer (rse) personnel, and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the dispensing test had failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The defective som pca was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Update: the efficia dfm100 device (sn (B)(6) was returned to philips for additional analysis. The customer reported that the dispensing test failed. During testing, the device powered up to the "service ¿ software upgrade" screen and froze, preventing further operation. The complaint investigation revealed that despite thorough assessment, the dispensing test failure was attributed to a malfunction in the processor pca (printed circuit assembly). The complaint was escalated for a technical investigation, which confirmed that the som pca (system on module printed circuit assembly) was defective, as verified during the lab analysis. Based on the information available and the testing conducted, the root cause of the reported problem was determined to be a defective som pca (system on module printed circuit assembly). The reported problem was confirmed.

Event description:
This report is based on information provided by philips field service engineer (fse), remote service engineer (rse) personnel, and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating that the dispensing test had failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.